Manufacturer narrative:
Device evaluation: the pump was returned and investigation on 21-aug-2018 with the following findings: the pump was found to be cracked at the threads of the cartridge compartment.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.